Manufacturer narrative:
It was further reported that the patient heard a "buzzing" and that four physicians told the patient there was a fractured lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise: ventricular short interval count v-sic=10.0 counts avg/day, in (B)(6), between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise: ventricular short interval count v-sic=10.0 counts avg/day, in 24.85 days, between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient called stating that he thinks he received a few small shocks. He had chest pains and felt dizzy. It was also reported that the patient experienced "beeping" from his implantable cardiac defibrillator (ICD). The device was also reported to be oversensing. It was unclear whether the oversensing was due to the device or the lead. The device was reprogrammed and both it and the lead are still in use. It was also reported that the patient reported hearing a "30 second" tone while in bed and believes it came from their ICD. It was further reported that the patient said the device is "vibrating" in his chest and thinks one of the leads is starting to "deteriorate". The patient said the device is "beeping" however when tested at the physicians office they did not think the beeping is coming from the device. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called stating that he thinks he received a few small shocks. He had chest pains and felt dizzy. It was also reported that the patient experienced "beeping" from his implantable cardiac defibrillator (ICD). The device was also reported to be oversensing. It was unclear whether the oversensing was due to the device or the lead. The device was reprogrammed and both it and the lead are still in use. It was also reported that the patient reported hearing a "30 second" tone while in bed and believes it came from their ICD. It was further reported that the patient said the device is "vibrating" in his chest and thinks one of the leads is starting to "deteriorate". The patient said the device is "beeping" however when tested at the physician's office they did not think the beeping is coming from the device. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called stating that he thinks he received a few small shocks. He had chest pains and felt dizzy. It was also reported that the patient experienced "beeping" from his implantable cardiac defibrillator (ICD). The device was also reported to be oversensing. It was unclear whether the oversensing was due to the device or the lead. The device was reprogrammed and both it and the lead are still in use. It was also reported that the patient reported hearing a "30 second" tone while in bed and believes it came from their ICD. It was further reported that the patient said the device is "vibrating" in his chest and thinks one of the leads is starting to "deteriorate". The patient said the device is "beeping" however when tested at the physicians office they did not think the beeping is coming from the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the patient heard a "buzzing" and that four physicians told the patient there was a fractured lead. It was also reported that the patient was experiencing a "burning" sensation to the left of their breast bone. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise: ventricular short interval count v-sic=10.0 counts avg/day, in 24.85 days, between (B)(6)-2011 and (B)(6)-2011.